Event description:
A report was received that the patient was experiencing painful complications. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing painful complications. The patient underwent an explant procedure.